Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the actual device was received for evaluation. Visual inspection was performed and the reported leakage was not easily identified. Functional leak testing was performed and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked parenteral nutrition at the insertion (administration) port. This was observed during use at the mixing center. There was no patient involvement. No additional information is available.